Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and product has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported right side "metastatic bia alcl." As pathological markers confirming alcl have not been received, the event will be reported as lymphoma.

Manufacturer narrative:
Additional data: date of event.; describe event or problem.; evaluation codes.; other relevant history.; brand name.; model #/lot #.; device available for evaluation?; evaluation codes. Corrected data: brand name.; model #/lot #; implant date.; explant date. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: ...reoperation, implant removal, hematoma/seroma, and lymphadenopathy. Lymphadenopathy has also been reported in some women with implants. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma"

Event description:
Healthcare professional reported patient experienced right side seroma, ¿mass,¿ and ¿lymph node metastasis.¿ device was explanted and patient ¿will probably¿ undergo chemotherapy and radiotherapy.